Manufacturer narrative:
Other, other text: the masimo representative has confirmed the sensor will not return to allow an analysis to be performed. If the sensor is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.

Event description:
The customer reported that "the spo2 values measured by the monitor are 'falsely' low compared with the clinical signs and blood gas results, and when compared with other pulse oximeters". "The delta observed could vary from 2 to 15 pts versus other pulse oximeters". "This has led to unnecessary oxygen treatment" with no patient impact reported.